Event description:
Through follow up with the healthcare provider, edwards learned that a 25mm aortic valve was implanted without issue. It was learned that there was no valve explanted during the procedure. There was no problem associated with the 25mm aortic valve that was implanted.

Manufacturer narrative:
Additional manufacturer narrative: attempts to retrieve additional information and return of the device are in process. If additional information is received a supplemental MDR will be submitted. Without additional information or return of the device the clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an aortic valve was explanted after an implant duration of approximately five (5) years due to unknown reasons. No additional information was provided. Attempts to retrieve additional information are in process. There were no complications reported.